Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr single-lumen groshong nxt clearvue catheter. Usage residue was seen throughout the sample. A complete break was seen in the catheter between the 43cm and 44cm depth marking. Curved shape memory was noted at the proximal end of the catheter. A small segment of catheter could be seen within the oversleeve portion of the distal segment of the two-piece connector. Tactile evaluation of the sample revealed severe tensile weakness at the proximal end of the catheter. Microscopic examination of the break site revealed dull and granular fracture surfaces with an irregularly shaped break edge. The cross-section of the catheter was slightly elliptical at the break site. The evidence seen suggests the catheter underwent a tensile event sufficient to break the catheter. Care should be taken to not pull the catheter excessively.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyl0922 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported by the hospital that the connecting part of the catheter connector and the tail end of the catheter was allegedly detached and said to have completely broken off with unknown causes. On (B)(6) 2015, the catheter was said to have been inserted under b ultrasound, and the catheter was inserted 39cm deep. After, the catheter reportedly slid out 5cm. The chest radiography reportedly showed that the PICC catheter was allegedly displaced the jugular vein located under t1 lower margin level. The catheter was reported to have been completely removed and was found to be allegedly broken in the tube in vitro. After the tube was allegedly broken, it was said to have slid out 5cm long. By doctor's advice, the specialist was said to have removed the tube. No patient injury reported.